Event description:
It was reported by a non-medical professional that the patient underwent a posterior lumbar interbody fusion at l4-l5 where rhbmp-2 was mixed with bone void filler and placed into the spine. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that: on (B)(6) 2008, the patient presented with grade 1 spondylolisthesis l4-5, degenerative disk l4-5, possible pseudoarthrosis l5-s 1 and status post l5-s1 posterior spinal fusion with broken hardware. The patient underwent attempted extreme lateral interbody fusion xlif l4-5, exploration of spinal fusion l5-s1, removal of hardware l5-s1, right l4 hemilaminectomy, foraminotomy, and microdiscectomy l4-5 for decompression of the nerve root, transforaminal lumbar interbody fusion l4-5, posterior spinal fusion l4-5, posterior nonsegmental instrumentation l4 to l5, use of the operating microscope, ap and lateral fluoroscopic interpretation, neurological monitoring. As per op notes, ¿¿.a combination of rhbmp-2 and bone graft putty were placed into the disc space. Following this a 9mm cage was inserted and then rotated into position to give a 14 mm cage¿.. A combination of bone graft putty and rhbmp-2 were placed into the lateral gutters as well as demineralized bone matrix¿.¿ findings: adequate placement of l4 and l5 pedicle screws bilaterally with no stimulation of the nerve root below 15 milliamps. Adequate placement of interbody fusion cage. Please note there was stenosis on the right side at l4-5 secondary to degenerative disc disease as well as the grade 1 spondylolisthesis and decompression of the nerve root was absolutely necessary.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a posterolateral lumbar interbody fusion surgery using rhbmp-2/ acs. On or around 2008, patient was diagnosed with chronic pain. Patient sustained injuries.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.